Manufacturer narrative:
(B)(4).

Event description:
Medwatch report (B)(4) received 09/09/2019 indicates that the "tip of the catheter is getting stripped. Potential for vascular damage." Original intended procedure: central venous catheter placement.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Medwatch report (B)(4) received on 09/09/2019 indicates that the "tip of the catheter is getting stripped. Potential for vascular damage." Original intended procedure: central venous catheter placement.